Event description:
During the procedure, a cook 6 shooter saeed multi-band ligator was used for variceal banding in the esophagus. After banding 6 spots [varices] with the six shooter (all bands without complication) the endoscope was taken out of the pt. The cap [barrel] remained in the oesophagus. The shooter cap was detached from the system. The shooter cap could be removed afterwards. The procedure was completed successfully with the device in question. The detached barrel was removed from the pt. A second of the device did not remains inside the patient's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was descried. The friction fit material shows no signs of damage or separation from the barrel indicating both components separated from the endoscope as a unit. Per the device labeling, the mbl-6 is compatible with 9.5-13 mm (0.374 - 0.512") endoscope diameters. A dimensional verification of the friction fit portion of the adapter was performed using a 0.374" minus pin gauge. The friction fit adapter was found to fit snugly on the pin gauge. Follow up info provided by the user facility indicated that they recently changed to gastroscopes that have a diameter of 9.0 mm. The mbl-6 is not compatible with scopes of this size. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: the product label on the device lists the recommended endoscope size for each device. In this case, the mbl-6 having a 9.5 mm minimum recommended scope diameter was used on a non-compatible 9.0 mm gastroscope. Use of a scope smaller than the recommended size for the ligator can lead to detachment of the friction fit adapter from the scope. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Correction action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.